Event description:
It was reported that the patient, enrolled in a clinical study, with this inflatable penile prosthesis (ipp) experienced scrotal pain along with scrotal and left pelvic dermatitis; therefore, medication was prescribed. Additionally, patient experienced discomfort at reservoir site and was dissatisfied with the location of that component. A surgical procedure was performed, during which the ipp was removed and replaced with a non-bsc device. No further information was provided.

Manufacturer narrative:
Additional information updated: b5: describe event/problem.

Manufacturer narrative:
Additional information updated: b2: outcomes attrib to adv event. B5: describe event/problem. D6b: explant date. H6: patient codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced scrotal pain and scrotal dermatitis; therefore, medication was prescribed. Additionally, patient experienced discomfort at reservoir site and was dissatisfied with the location of that component. A surgical procedure was performed, during which the ipp was removed and replaced with a non-bsc device. No further information was provided.

Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this inflatable penile prosthesis (ipp) experienced scrotal pain and scrotal dermatitis. Medication was prescribed and no further information was provided.